Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use states, "the IFU contraindicates use of the oas if the target lesion is within a bypass graft or stent." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of a lesion in right coronary artery (rca), which was 90% stenosed and had a pre-existing stent. Oa treatment was performed on low speed and optical coherence tomography was performed following treatment. Three additional treatment passes were performed on high speed in the rca and on the third treatment pass the spinning crown of the diamondback coronary orbital atherectomy device (oad) inadvertently contacted the stent. The driveshaft became twisted around the stent and became stuck. The stent and oad were pulled into the guide catheter and removed from the patient. Stent placement was performed and the procedure was completed without issue. The patient condition was good following the procedure.